Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 690 mg/dl with extreme drowsiness, polydipsia and chest pain. The patient was reportedly hospitalized and treated with insulin via the insulin pump, insulin via injection and intravenous fluids. The reporter alleged the patient¿s serious injury was due to a cartridge issue. The reporter denied air bubbles in the cartridge at the time of the injury event. Troubleshooting performed by animas customer support revealed the user was not filling the cartridge per the instructions for use; the patient was not cycling the cartridge two-to-three times as per the instructions for use. Additionally, the user injects air into the insulin itself while in the vial instead of in the air space within the vial prior to filling, which is also outside of the instructions for use. Animas customer support reviewed the cartridge instructions for use with the user. No product malfunction was indicated. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with training/misuse.